Manufacturer narrative:
A product sample was received for evaluation. The reported problem is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seal was removed/broken on the plunger assembly. The physical condition of the device was: cracked and chipped on both front corners of top case. During error history log (ehl) review, primary audible arm post error was observed; it was not possible to download the ehl due to problem with the device toolbox. Power up was performed; however, the reported problem could not be replicated. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 9 years old. The root cause of the reported issue could not be determined. The speaker was replaced as preventative. Preventative maintenance and all functional testing was performed.

Event description:
It was reported the device constantly alarms on mainboard. There was no reported patient injury.